Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp). The physician believed that the cylinders were too small for the patient. An appointment with the physician and the sales representative was scheduled for (B)(6) 2021 to troubleshoot the device. If the techniques are unsuccessful, the physician will replace the device. No additional information was reported.